Event description:
It was reported that the screw fractured during implantation. The fractured screw tip was left in the pt.

Manufacturer narrative:
This report will be amended when our investigation is complete.